Event description:
It was reported that the PICC has a leak. It is removed on (B)(6) 2024 and it breaks and a piece of the catheter remains inside the patient. It is broken at the 9 cm mark. The piece was removed by interventional vascular radiology on (B)(6) 2024. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed. The product returned for evaluation was one powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed in the catheter tubing between the 9 cm and 10 cm depth markers. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC has a leak. It is removed on (B)(6) 2024 and it breaks and a piece of the catheter remains inside the patient. It is broken at the 9 cm mark. The piece was removed by interventional vascular radiology on (B)(6) 2024. No other information provided, at this time.